Event description:
It was reported that the right ventricular lead impedance has been fluctuating for several months, and the short interval counter started to increment. It was further reported that there was a rise in impedance and it was high. Unstable pacing threshold was also reported. Chest x-ray showed that a pace/xense set screw was not fully seated. No intervention is planned, however there will be rigorous follow-up to ensure the issue is not getting worse. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted. Weekly pace lead impedance trend data shows varying and impedance increase for min and max rv pace = 448 to 1000 ohms peak between (B)(6) 2011.